Event description:
Had gastric lap band placed in 2013. Developed severe gerd/reflux starting in 2018. Issues persisted and got worse. Developed achalasia and my esophagus became severely dilated. I would wake up at night choking to the point I would vomit. I could only tolerate approximately 5 solid foods otherwise my diet was purely liquid. Starting in mid 2019 I stopped even being able to digest and swallow the 5 solid foods I was once able to tolerate. I went to numerous specialist, attempted to have an endoscopy done several times but the doctor was not able to advance scope down my throat due to the torturous condition of my esophagus and the severe achalasia and dilation. I went and saw a thoracic surgeon, threegastro doctors and 3 bariatric physicians. My insurance refused to cover the removal of the band. I developed aspiration pneumonia twice and even after remove I continue to not be able to lie down flat in bed. I was wheezing constantly. I developed severe anemia, all my numbers for my vitamin d, b-12 and hemoglobin were in single digits for the last year. I still suffer from fatigue. I was told by doctor I may end up on feeding tube rest of my life if the band didn't come out. The band caused severe complications with constipation. The last two months before I had the band removed there were days that I ate nothing because even liquids wouldn't go down. I vomited every day of my life for the last two years before my band was removed. I suffered from malnutrition due to the band. FDA safety report ID# (B)(4).